Event description:
It has been reported to philips that during the procedure the system froze and needed to be rebooted. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnostic procedure, the procedure got delayed which was completed as planned. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system was stuck at zero and the system had to be rebooted. Rse connected with the customer and confirmed the reported issue. Review of the system log files showed the system was turned off at 6:45 am and then turned back on at 12:04 pm, at which time it became stuck at 0. Logging was showing that flexvision did not connect to the host successfully within 105 seconds. After a second reboot, the system was successfully restarted. The system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.